Event description:
On (B)(6) 2020 patient was intubated with a #8, 22 cm shiley endotracheal tube (ett). Referenced as picture #1 labeled "seems to work" in uploaded document. On (B)(6) 2020 the physician documentation indicates that the above tube was removed "since the line to the balloon was constricted by bite block. The ett was 5 cm above carina by cxr and could not be advanced." This was replaced with a #8 22 cm ett. It was noted that there was an exaggerated curvature upon removal. Referenced as picture #2 labeled "pinched pilot tube" in uploaded picture. On (B)(6) 2020, the patient self extubated and was reintubated by the emergency room physician in a timely fashion using a #8.0 22 cm shiley ett. Referenced as picture #3 labeled "cuff leak" in uploaded picture. On (B)(6) 2021 at 0300, the ed physician was called emergently to change the et tube due to a cuff leak. A new #8 22 cm ett was inserted. The cuff was checked prior to ett insertion. Placement was confirmed with bronchoscopy. Upon removal of this ett, respiratory therapy (rt) checked the cuff and it was noted that the cuff did not hold pressure after the syringe was removed. Referenced as picture # 4 labeled "cuff leak" in the uploaded document. There is also a picture uploaded of the package on this one. On (B)(6) 2021 at 0551 the ed physician again was called for a cuff leak. Ett was removed and replaced with 7.5 22 cm shiley ett. Follow-up cxr demonstrated ett at 5 cm above carina. Patient has since been extubated. This report is specifically entered to report the ett inserted on (B)(6) 2021 at 0300 that needed to be replaced shortly after it was inserted due to a cuff pressure leak. We have had many issues with cuff pressure leaks and are in process of attempting to understand what we believe may be multifactorial issues. We have ordered new bit blocks to assist us in determining if this could have been contributing to some concerns. It is unclear at this point if the bite block concern, the cuff leaks, and the exaggerated curvature are all related somehow or are all separately noted issues. FDA safety report ID # (B)(4).